Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the analyzer and replacement leaking alnty cseries 1 ml syr (list number 09d41-03), which resoled the issue. A review of the alinity ci processing module, serial number (B)(6) service history was performed, and no additional erratic results post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the alnty cseries 1 ml syr. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of part number alnty cseries 1 ml syr. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6), or the alnty cseries 1 ml syr.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(4)and (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for multiple patients. The results provided were:sid l361021232 initial=166 mmol/l /repeated on alinity ac03554=134 mmol/l sid l361020204 initial=173 mmol/l /repeated on alinity ac03554==144 mmol/l laboratory reference range for sodium= 136 to 145 mmol/l there was no reported impact to patient management.